Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.

Event description:
The customer called to report that he was hospitalized for high blood glucose. The reported blood glucose. The reported blood glucose reading during the phone call was 490 mg/dl. The infusion set was changed the day prior to the hospitalization and the cannula was not bent when the infusion set was removed. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump also passed the prime and high pressure tests.